Manufacturer narrative:
H10: manufacture key market reported that the touchscreen was replaced to resolve the issue. The device was returned to use. This concludes the investigation. Reported issue will be tracked and trended.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing.